Event description:
It was reported that the 9800 system has experienced intermittent problems with booting and lockups. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was confirmed. It was identified that dual cine drives of the system need to be replaced with a larger single drive. Replaced the drives and the system was found to be working as intended and placed back into service.